Event description:
The customer was hospitalized for dka. They stated that they saw a pump specialist nurse who tested the pump and feels the basal rates were not high enough. In addition, the customer mentioned that they are becoming insulin resistant and they had to change the infusion sets every day.